Event description:
On 11/14/99, the account reported a hemoglobin result of 7.5 g/dl. The result was questioned and the sample was sent to another lab for confirmation, which obtained a result of 10.0 g/dl. The same sample was then retested at the account and a hemoglobin result of 11.1 g/dl was obtained. The pt was not treated based upon the results. No report of injury.